Manufacturer narrative:
Concomitant products product ID 97755 lot# serial# (B)(6) product type recharger information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4) analysis of the 97755 recharger (rtm) s/n (B)(6) revealed that the recharger antenna had failed t5190 (antenna test temp) and a recharger antenna failure (no device found message). This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that system problem rmo3 had been occurring since a couple of days ago to maybe a week resulting in charging the neu rostimulator (ins) battery to take a little longer. The patient (pt) explained they can start a recharging session but then stop with error message displaying. They reset the device by removing the li battery pack (bp) multiple times and did not note any damage or temperature changes to device. Pt did say the paddle is warmer at the end of charging the ins. Pt said they would be recharging with excellent <(>&<)> green light flashing then without moving the 'recharging indicator light' turns yellow and then stops working needing a reposition of the antenna. Shortly after reset of the controller, rm03 appeared again while pt was recharging the ins. No symptoms were reported.